Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the pt had a full revision surgery. The reason for the replacement generator replacement was due to end of service, however the reason for the lead replacement was not indicated. The explanted products were returned to the MFR for product analysis. Product analysis was completed. The generator battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The "elective replacement indicator" was set. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. During product analysis of the lead, abraded openings were identified through the inner and outer silicon tubing, allowing for fluid leaks. The remnants of dried body fluids were found inside the outer and inner silicone tubes. With the exception of the inner tubing abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. There were no discontinuities identified. Attempts for additional info have been unsuccessful to date.